Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using sensor. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions for complete pump reset, and successfully performed reset with support guidance, after which pump did not display error again.